Event description:
It was reported that the tip of the device fell off inside the patient. The tip was retrieved.

Manufacturer narrative:
The following repair diagnostic codes were identified:ecp-a-otd (outer tube damage). This does confirm the alleged failure mode of tip broke off.probable root cause: contact with shaver, rf probe or other instrument.the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the tip of the device fell off inside the patient. The tip was retrieved.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.